Manufacturer narrative:
The consumer reported that the patient had a tooth type of a 3, the consumer also reported that the time of loss in relation to implantation was before prosthethic restoration, primary stability was achieved & osseointegration was not achieved. The consumer also reported concerns with an infection, pain, bleeding, & swelling.

Event description:
The consumer reported that the patient had a tooth type of a 3, the consumer also reported that the time of loss in relation to implantation was before prosthethic restoration, primary stability was achieved & osseointegration was not achieved. The consumer also reported concerns with an infection, pain, bleeding, & swelling.